Event description:
It was reported that after a routine device replacement procedure to a competitor product, the medical equipment company representative interrogated the device which revealed lead impedance issues. The right atrial (ra) lead triggered a lead warning due to unipolar and bipolar pacing impedances. The right ventricular (rv) lead triggered a lead warning due to unipolar pacing impedance, and there was a polarity switch. The left ventricular (lv) lead triggered a lead warning in the tip to can configuration, and there was a polarity switch. The rv lead was explanted and replaced, and the ra and lv leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the full lead was returned and analyzed; analysis revealed a breach of the outer insulation due to a cut. There was blood on, but not obstructing, the proximal conductor. Visual analysis noted apparent explant damage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.